Manufacturer narrative:
The 510 (k) # is k001109.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on his one touch ultra meter. The patient mentioned that the reported issue began on the morning of (B)(6) 2010. The patient does not take any diabetes medication. At an unspecified time later after the alleged issue began, the patient developed symptoms of feeling shaky and weak. The patient denied receiving any medical treatment. The patient was using the correct test strips. The meter would not power on by pressing the m button. Patient used a new vial of test strips and the issue was resolved. Products were replaced. The complaint is being reported since the patient alleged he was unable to test his blood glucose due to the alleged error 2 message on his meter and later developed symptom suggestive of a serious injury.